Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. (B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors (eccentric calcium distribution on the native leaflets) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, following the deployment of a 20mm sapien 3 valve in a final 80:20 aortic/ventricular (a/v) position, tte and angiogram indicated moderate paravalvular leak (pvl). The sapien 3 valve was post dilated with 1cc additional fluid. The pvl was reduced a smaller amount, but still graded as moderate. The aortogram and tte were repeated which still indicated moderate pvl. A second sapien 3 valve was prepped and advanced across the first valve. The second valve was implanted approximately 5-6mm more ventricular compared to the first valve. Repeat tte and angiogram indicated a reduction in pvl to mild. The procedure was completed and the patient was taken to recovery. The native annular diameter measured 18mm x 23mm by CT with a valve area of 322mm2. No annular calcification, moderate native leaflet calcification, and moderate aortic root calcification was reported. Almost all of the leaflet calcification was reported to be in the ncc. It was perceived that the initial valve did not seal properly due to the eccentric calcium distribution on the leaflets. The leaflet calcification in the ncc caused the valve to expand more into the lcc and rcc and not allowing adequate sealing of the calcified ncc.